Event description:
It was reported via repair work order that the side rails was not working and the cable was frayed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.